Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the balloon burst. An extractor rx 12-15 mm had been selected to treat an unspecified lesion. The balloon "tested fine" during preparation and was then advanced to the papilla. The physician attempted to inflate the balloon to an unspecified pressure and the balloon burst. The device was removed and the procedure was completed with another of the same device. There were no pt complication reported.